Event description:
The customer was trying to prime but did not see the numbers on the screen. The customer connected anyway and afterwards they noticed that the screen was showing no reservoir message. The customer checked the pump and the reservoir was empty. Troubleshooting was performed. After a few minutes the customer's bg went down. The customer's spouse called the paramedics. A day later, the customer called back and informed that they were hospitalized for low bgs. It was stated that the customer's bgs were high at the time of call and that the customer had not received any insulin since the night before.